Event description:
During a follow-up, high impedance, increase in sensing and high thresholds were observed. The physician decided to cap the lead due to a suspected fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.